Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 402 mg/dl and it went down to 57 mg/dl. The customer took shots with a syringe. The customer had issues with the sensor and infusion set. The sensor was bent. The insulin pump alarmed changed sensor, insert battery, calibration not accepted, and low battery. The customer took 5 glucose pills when his blood glucose level was low. The device was not returned.